Manufacturer narrative:
Method, results/conclusions: the actual product involved with the incident reported will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues related to the finished goods lots purchased during the past year for this item. Eight (8) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence, pain, swelling and infection can not be determined with certainty without reviewing sterile samples from the same finished goods lot. Pt outcome: following declining infection numbers and so far favorable result of revision. Dehiscence, pain, swelling and infection. Reference: - complaint #(B)(4) (ethicon's complaint# (B)(4) - pt #2). - item #sxpd2b202 stratafix(tm) spiral pdo knotless tissue control device, -20s-8 #2 pdo 36 x 36, lot unk.

Event description:
"The hospital started to use stratafix for capsule closure in knee procedures, and experienced two ruptures". Follow up info received: '2 patients with capsule ruptures. Primary insertion of total knee alloplastic. Hospital: (B)(6). The capsule was sewed with stratafix. Ref. (B)(4).